Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. The investigation indicated that the burnt c-cover was likely due to component failure; however, the source of the foreign object in the auxiliary water supply tube and nozzle could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object in the auxiliary water supply tube and nozzle, as well as a burnt c-cover. There was no patient involvement.